Event description:
It was reported that the customer's mother noticed the reservoir was leaking past the o-rings. The mother stated that the customer had high blood glucose for several days. The blood glucose reading was 233mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.